Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 272 (mg/dl). Customer changed pump supplies and administered a correction bolus with the pump to treat bg levels while on the phone with tandem technical support. Recommendation was made to contact tandem technical support for any future issues.